Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a review of data and information from the article ¿a case of pseudoelevation of serum ca19-9 level¿, a search for similar complaints, trending data review, device history review, field data review, and labeling review. Return testing was not performed as returns were not available. The data and information provided in the article were reviewed and support the complaint issue. A ticket search by lot could not be performed as the likely cause lot is unknown. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the likely cause list number and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. The historical performance of the architect ca 19-9xr reagent lots was evaluated using field data from customers worldwide. The patient median result for all the architect ca 19-9xr reagent lots were within established control limits and confirms no systemic issues for this assay. Based on the review of this issue, it was determined that the adverse event is due to abnormal use of the assay. Since the patient does not have pancreatic cancer, the assay is not being used per the intended use of the package insert. Additionally, the patient results obtained on the architect were being compared against patient results from another method and per the package insert this is not allowed. Moreover, the hbt and peg treatment significantly decreased the testing results, indicating a possible sample interference issue. Based on this investigation, no systemic issue or deficiency was identified for the architect ca 19-9xr assay, reagent lot unknown.

Event description:
A literature article by gangfeng li, tao lu, shanmei lv, ¿a case of pseudoelevation of serum ca19-9 level¿, clinical laboratory 70.1: 199-202. Verlag klinisches labor gmbh. (2024), documented a case of falsely elevated architect ca 19-9xr results generated on the architect i2000sr for a 32-year-old female patient undergoing a physical examination. Due to the falsely elevated ca 19-9 results, the patient underwent gastroscopy which showed that the patient had chronic antral gastritis; colonoscopy which showed no abnormalities; abdominal ultrasound and enhanced CT examination of the upper abdomen, and no abnormalities were found in the pancreas, gallbladder, etc. Other examinations (pelvic CT, thyroid ultrasound, lung CT) showed no significant abnormalities. The physician questioned the ca 19-9 results as they were inconsistent with the clinical assessment. The sample was retested and the result was consistent with the previous results. The patient¿s serum was processed with heterophilic antibody tube (hbt) and the result decreased by 39%. Polyethylene glycol (peg) treatment of the sample generated a result within the normal range. The sample was also tested on the roche cobas 8000 system which also generated a result that is within the normal range. The following data was provided: (B)(6) 2023 architect ca 19-9xr result = 786.87 u/ml (reference value is = 37.00 u/ml). Architect ca 19-9xr result with peg treatment = 8.46 u/ml. Roche cobas 8000 result = 5.66 u/ml ((reference value is = 27.00 u/ml). Other test results provided: ca 125 result = 43.06 u/ml (reference value is = 35.00 u/ml). Ca 15-3 result = 9.4 u/ml (reference value is = 31.30 u/ml). Ca 242 result = 2.9 iu/ml (reference value is = 10.00 iu/ml). Ca50 result = 4.21 iu/ml (reference value is = 25.00 iu/ml). Afp result = 1.85 ng/ml (reference value is = 13.4 ng/ml). Cea result = 0.86 ng/ml (reference value is = 5 ng/ml). Ca742 result = 0.20 iu/ml (reference value is = 6 iu/ml). There was no further impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, architect ca 19-9xr, list number 02k91-74, that has a similar product distributed in the us, list number 02k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A literature article by gangfeng li, tao lu, shanmei lv, ¿a case of pseudoelevation of serum ca19-9 level¿, clinical laboratory 70.1: 199-202. Verlag klinisches labor gmbh. (2024), documented a case of falsely elevated architect ca 19-9xr results generated on the architect i2000sr for a 32-year-old female patient undergoing a physical examination. Due to the falsely elevated ca 19-9 results, the patient underwent gastroscopy which showed that the patient had chronic antral gastritis; colonoscopy which showed no abnormalities; abdominal ultrasound and enhanced CT examination of the upper abdomen, and no abnormalities were found in the pancreas, gallbladder, etc. Other examinations (pelvic CT, thyroid ultrasound, lung CT) showed no significant abnormalities. The physician questioned the ca 19-9 results as they were inconsistent with the clinical assessment. The sample was retested and the result was consistent with the previous results. The patient¿s serum was processed with heterophilic antibody tube (hbt) and the result decreased by 39%. Polyethylene glycol (peg) treatment of the sample generated a result within the normal range. The sample was also tested on the roche cobas 8000 system which also generated a result that is within the normal range. The following data was provided: on 17mar2023 architect ca 19-9xr result = 786.87 u/ml (reference value is = 37.00 u/ml). Architect ca 19-9xr result with peg treatment = 8.46 u/ml. Roche cobas 8000 result = 5.66 u/ml ((reference value is = 27.00 u/ml). Other test results provided: ca 125 result = 43.06 u/ml (reference value is = 35.00 u/ml). Ca 15-3 result = 9.4 u/ml (reference value is = 31.30 u/ml). Ca 242 result = 2.9 iu/ml (reference value is = 10.00 iu/ml). Ca50 result = 4.21 iu/ml (reference value is = 25.00 iu/ml). Afp result = 1.85 ng/ml (reference value is = 13.4 ng/ml). Cea result = 0.86 ng/ml (reference value is = 5 ng/ml). Ca742 result = 0.20 iu/ml (reference value is = 6 iu/ml). There was no further impact to patient management reported.